Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd microlance¿ 3 needle had its needle penetrate the needle shield. The following information was provided by the initial reporter: "after administering an injection, I wanted to slide the needle into the shield, in doing so the needle went through the tube."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd microlance¿ 3 needle had its needle penetrate the needle shield. The following information was provided by the initial reporter: "after administering an injection, I wanted to slide the needle into the shield, in doing so the needle went through the tube."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 211003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected product was returned for evaluation by our quality engineer team. Through examination of the picture, the cannula component was observed crossing through the shield. Considering the provided feedback, it has been determined that this issue occurred during use. When handling the needle product, withdrawal of medication and the reassembly of the shield (a practice which is advised against) needs to be carefully done to avoid the risk of the observed defect and to avoid any potential damage to the cannula point, which would result in discomfort during injection.

Event description:
It was reported bd microlance¿ 3 needle had its needle penetrate the needle shield. The following information was provided by the initial reporter: "after administering an injection, I wanted to slide the needle into the shield, in doing so the needle went through the tube."